Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a particle of the color code of the rasp was noticed after used in the medical procedure. Spare product was not used.

Manufacturer narrative:
Additional product added to the complaint after the initial medwatch was submitted. Cat. No.: 1020-1001l, accolade tmzf femoral rasp size 1, lot code: mhj4p1; cat. No.: 1020-5125, accolade tmzf femoral rasp size 2.5, lot code: unknown; cat. No.: 1020-5102, accolade tmzf femoral rasp size 2, lot code: unknown. At this time, it cannot be determined which product is related to this event. The devices showed signs of normal wear/use. There was no indication that the color code was damaged or compromised in any way. The event was not confirmed. The investigation could not determine the root cause of the event as the visual inspection found the rasp's color code to be intact and therefore the event was not confirmed. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event.` if additional information becomes available, this investigation will be reopened.

Event description:
It was reported that a particle of the color code of the rasp was noticed after used in the medical procedure. Spare product was not used.